Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: the site noted that the patient's cause of death was also failure to thrive.

Manufacturer narrative:
Section d4 and h4: additional information. Manufacturer's investigation conclusion: a direct correlation between the reported events (respiratory failure, failure to thrive, patient outcome) and heartmate ii lvas could not be conclusively established through this evaluation. Heartmate ii lvas, serial number (B)(6) was not explanted for evaluation. The hmii lvas IFU lists infection and sepsis as adverse events that may be associated with the use of the hmii lvas. This IFU, as well as the hmii lvas patient handbook, also provide information regarding how to prevent infection and how to care for the driveline exit site. The hmii lvas IFU lists respiratory failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-01675. This report is being submitted as additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came to the hospital with a suspected drive line infection with redness, abdominal pain and swelling at the drive line insertion site. The area was cultured and was positive for staphylococcus aureus. The patient was started on vancomycin and cefepime was initiated to the patient and the patient was discharge home on (B)(6) 2017 on antibiotics. It was reported that the patient discharged to a skilled nursing facility on (B)(6) 2017. The patient remained on antibiotic infusion. Due to worsening drive line infection and poor prognosis, the patient declined further treatment and expired on (B)(6) 2017 due to sepsis. No additional information was provided. Additional information: the patient's cause of death was respiratory arrest related to sepsis. The patient was do not resuscitate (dnr) at the skilled nursing facility at the time of death. The vad coordinator stated that the device operated as expected and the patient's death was not considered to be device related. The device was not explanted from the patient.